Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Uncomfortable- mouth [oral discomfort]. Brush head attachment came loose, rather uncomfortable [injury associated with device]. Brush of the brushhead attachment came loose / left in mouth along with a small iron pin [device breakage]. Case description: a (B)(6) consumer of unspecified gender reported that the brush of the oral-b brushhead, version unknown, used with an oral-b rechargeable toothbrush, version unknown, came loose and it was left in his or her mouth along with a small iron pin. He or she noted that this was rather uncomfortable. The case outcome was unknown. No further information was provided.